Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the image error (green image) was due to a defective charged coupled device unit. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the video telescope "endoeye hd ii", to olympus repair center for evaluation of a reported green image that was found during preparation for use for an unknown therapeutic procedure. The procedure was completed with a similar device. No patient injury or harm has been reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found a green image due to a defective charged coupled device unit. The inspection also noted the gray cable is cut and the light guide fiber bonding is damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.